Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 4 meter issue. The subject meter was returned and replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on 05/21/2013 with the following findings: the meter has passed testing for the primary issue. The reported issue could not be reproduced. However, the control solution results were outside the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.